Event description:
On (B)(6): customer reports urology table movement hand and foot control not working. On (B)(6): customer reports via e-mail; pt gender and age (B)(6) female. Pt had to be transported from cysto room to another room to complete procedure. Pt was having esophageal retrograde cholangio pancreatography (ercp) by dr. (B)(6). We were able to perform the procedure successfully after changing rooms. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot customer complaint of no table movement and found the hydradjust dr table hand control to be bad causing loss of table movement. Fse replaced the handswitch per hut service manual and checked for proper operation by completing hydradjust dr service checklist. Unit passed checkout procedures and ws returned to full service by the customer.